Event description:
Plaintiff states that while she was working as a nursing assistant, she wore latex gloves, and was exposed to latex allergies, latex dust and various powder additives. She claims that this exposure caused her to become ill, injured and disabled.